Event description:
During a coronary artery drug eluting stenting treatment procedure, the stent was unable to cross the lesion. Upon removal of the delivery system, stent damage was noted. There was no injury to the pt as a result of this event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.